Manufacturer narrative:
An investigation was conducted that included review of the instrument aptt clot curves along with the verification of sample and reagent fluidic precision. Aptt quality control was within passing criteria prior to patient testing and immediately after the questionable results were generated. The conclusion is that the acl top 550 cts was performing as intended. Based on the above, there was no indication of an instrument malfunction and no remedial action is needed.

Event description:
A customer reported that their acl top 550 cts generated erroneous aptt results using hemosil synthasil. Three patients were administered an increased dose of heparin based on the erroneous aptt results. The aptt results were later corrected and the heparin doses were adjusted as appropriate. After the additional dose of heparin, the patients were monitored and there were no complications from the additional heparin administered.